Manufacturer narrative:
The user reported a low glucose event where the user was asleep and her bother couldn't get her to drink anything, so they called emergency services who took her to the ER. The user was diagnosed with hypoglycemia. The event happened on (B)(6) 2025 at 09:30 pm. No sensor glucose (sg) value was available at the time of event as the system was in warm up phase. The blood glucose (bg) value was 36 mg/dl. The user received amp d 50 as treatment at the hospital and was prescribed zofram as medication for nausea. Since the system was still in warm up phase, the system wouldn't have displayed any glucose values. There was no evidence of system malfunction that would have resulted in the event. No further investigation was found necessary for this complaint. B4. Date of this report 06 dec 2025. G3. Date received by the manufacturer? 06 dec 2025. H6. Medical device problem code updated to 2993. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event that occurred while she was asleep. Her brother was unable to get her to drink anything, prompting a call to emergency services. She was transported to the ER and diagnosed with low glucose. The event occurred on (B)(6) 2025 at 9:30 pm CT. At the time of the call, the user reported feeling better. As the event was related to diabetes, the following example set was provided: (B)(6) 2025 9:30 pm, sg was not available and bg was 36 mg/dl at the time of the event, the user was still in the warmup phase, so no sg values or low glucose alerts were available, and the bg value was not entered into the system. The user received amp d50 as treatment in the hospital and was prescribed zofran for nausea. The user's hcp is aware of the event. Per dms, the user is currently using the system with up-to-date information.